Event description:
It was reported that during a sleeve gastrectomy procedure, the black reload locked out again. First fire. Case completed with another device and reload of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results of the ple60a found that it was received in good visual condition and with no reload present. Furthermore, the bulkhead contacts were noted to have corrosion. The device was tested for functionality in the straight position with a test cartridge reload and it achieved a complete fire sequence, however the sequence was intermittent. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. In addition, the device was disassembled and evidence of corrosion on bulk head contacts, pcb board and motor was noted. In addition, evidences of corrosion were noted throughout all internal components probably caused by cleaning agents. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device record was reviewed and no anomalies were noted during the manufacturing process.